Event description:
It was reported the patient passed away and there were gaps in the data noted upon retrospective review. The customer requested assistance after the patient's death in determining the reason for missing data and waveforms. It was unknown whether this issue was related to the patient death. No other clinical information or medical intervention was reported.

Manufacturer narrative:
A philips product support engineer (pse) evaluated the device logs and confirmed that the device was working as designed. The monitoring system and the central station correctly alarmed with ¿ECG leads off¿ inop (¿EKG elektrdn ab¿) on (B)(6) 2024 for bed. Due to the inop condition, the monitoring system was not able to measure an ECG signal or provide a physiological alarm, thus the gaps in the ECG signal. Inops are technical alarms, they indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection (for example, leads off), the monitor places a question mark in place of the measurement numeric and an audible indicator tone will be sounded. Other inops that might have been present at the same time at the patient monitor and the central station are not logged by the central station version used at this customer site. The above information supports that the monitoring system and the central station worked according to specification. Based on the information available and the testing conducted, the cause of the reported problem could not be confirmed, the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6).